Event description:
It was reported that the customer's blood glucose level was 549 mg/dl. During troubleshooting with tandem technical support, pump data indicated an occlusion alarm had occurred. Customer changed out the infusion set.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.